Event description:
Complainant alleged that while attempting to convert the heart rhythm of a pt (age unk) the device displayed a "bridge test failed" message and failed to discharge the selected energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.